Manufacturer narrative:
(B) (4): the driver was returned for eval. The torque mechanism was evaluated functionally evaluated; the average torque reading was approximately 79 in/lbs.; individual torque readings ranged from 76.0 to 82.2 in/lbs. Both the average and the individual torque readings were within specification. Visual examination confirmed the driver shaft was broken; the crack appears to have initiated at the stress relief fillets. The fracture surface was partially damaged at the possible fracture initiation site. Microscopic examination of the fracture revealed a fairly brittle fracture with angulated surface indicating a torsional component. River lines indicated the crack initiated at the fillet, which propagated around the bend of the driver fracture. Tip hardness was found to be within specification. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the driver snapped in two during surgery. The tip snapped during final tightening. No pt complications were reported.